Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave nav was selected for use. The left sided veins were ablated, then, the physician moved the catheter to the right inferior veins and delivered 4 applications in flower. When changing the deployment to basket, air was observed on intracardiac echocardiography (ice) catheter and the recording system registered errors. Troubleshooting was performed, but the issue persisted. The catheter was replaced and the procedure was completed successfully. No patient complications were reported.